Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image. Per additional information received, the procedure was completed successfully using a replacement camera head.

Manufacturer narrative:
Alleged failure: plug in is difficult, error code camera buttons no longer functioning. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: broken connector. User mishandle. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image. Per additional information received, the procedure was completed successfully using a replacement camera head.